Manufacturer narrative:
G4: 29may2020. B4: 01jun2020. Additional information was received that there was no patient involvement. The customer only requested the battery to be replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03sep2020. B4: 04sep2020. The service engineer reported that the device was previously under the service of a third party and it was possible that they had not changed the battery, and therefore, it was due for replacement. Multiple good faith efforts were made to confirm the battery replacement, however, no additional information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30apr2020.

Event description:
The customer reported that the backup battery needs to be replaced. It is unknown if there was patient involvement, however, there was no patient harm reported.